Event description:
Pump kept alarming with no error message. Pt replaced batteries and alarming continues. Pt used backup pump. Sending pt new pump. No other info available. The reported product fault occurred while in use with a pt. It is unk if the product issue cause or contribute to pt or clinical injury. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: pah.